Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cardiac surgery, while the surgeon doing a running suturing technique, the thread broke. Additional new suture was used without issue and the case was completed. There was no patient injury.